Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryoablation procedure, the afapro28 afa pro 28 catheter malfunctioned when the safety system detected fluid in the catheter and stopped the injection, preventing cryoablation from being applied. The event led to an extension of the patient's hospitalization. The catheter was replaced which resolved the issue. The case was completed with cryo. It was unknown if there were complications as a result of the event.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 23810 was returned and analyzed. External visual inspection of the balloon segment showed blood/fluid inside the balloon. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 10 applications on the reported event date. During functional testing, the console terminated the application and triggered system notice #50011 (the refrigerant delivery path was obstructed.). During inspection of the balloon segment, debris was observed at the laser drilled holes of the injection tube. During inspection and pressure testing of the shaft segment, a guide wire lumen twist and breach was observed 3.06 inches proximal to the catheter tip. In conclusion, the reported issue (the safety system detected fluid in the catheter and stopped the injection, preventing cryoablation from being applied) was not confirmed through testing. The catheter failed the returned product inspection due to a breach on the guide wire lumen, debris at the laser drilled hole(s) of injection tube, and a kink/twist on the guide wire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that there was no hospitalization